Event description:
It was reported that the patient's atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch(ams). No intervention was performed. There were no patient consequences.